Manufacturer narrative:
Evaluation summary:the reported condition of leak was not confirmed. No obvious defect was detected through visual testing. Pressure test at 8psi was conducted and no leak was found. Batch review performed and no exception was observed during manufacturing. (B)(4).

Event description:
Patient or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is a not conventional customer complaint. In this case, the device was explanted after an implant duration of approximately one year and two months (14.47 months) due to unknown reason. The same model but one size larger was implanted as a replacement. No further details were provided. Information was learned through our (B)(4) implant patient registry. The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
The sample is available for evaluation. A follow up report medwatch will be submitted when the evaluation is complete or if any additional information becomes available. (B)(4)

Event description:
Customer reported on (B)(6) 2010, a set that leaked at the filter. All connections appeared to be secure. It is unknown how long after the set was used when the leak occurred. The reported condition occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available. This is report 7 of 10.

Manufacturer narrative:
Upon further investigation by baxter, this event has been determined to be non-reportable. This report is a duplicate of report number, 6000001-2010-02787. Complaint no: (B)(4).